Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s.data analysis performed by staar (B)(4) determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key finding was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-ni2 aq310ain 20.50 diopter preloaded injector. Prior to implantation, when advancing the lens in the injector, the rod passed above the iol. The lens rotated the other way. The case was stopped. No patient contact.